Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed skin irritation on the right side of the breast. Patient reported that the area was red but not itchy or painful. There was no alleged device malfunction contributing to the irritation. Patient's daughter reported that she took patient to emergency room and was seen by a dermatologist. Irritation was diagnosed as a skin fungus and was prescribed an antimykotica salve. Follow up indicated that the skin irritation completely healed.